Event description:
It was reported, the pt is unable to turn on stimulation. The pt programmer is non-responsive when the button is pressed. The programmer does locate the ipg as it should; however, it does not respond to the button press after that time. An attempt to loosen the button was unsuccessful. A replacement pt programmer was sent to the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.